Event description:
Hamilton medical ag received the following event description: "device went to ambient mode while ventilating with the mentioned tf. The device was sent back to biomed again and then checked. No clear issues were found. Please advice on the causes as well as the action needed for the device. "

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and function, and have the same device classification and product code under 21 cfr 868.5895. The device was not returned for analysis. Hmag received the log files from the ventilator and they were analyzed. Panel connection lost was registered at 06:40 in the log files and the device went into ambient mode. The root cause is the temporary failure of vu esm. It was suggested to replace vu esm. Patient was not harmed. This file reports the event stated in hamilton medical ag case number: (B)(4).